Manufacturer narrative:
Section a4: during processing of this incident, no information regarding weight was received. Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that both leads had high impedances on both leads. X-rays confirmed that the l1 lead migrated. It was noted that patient experienced ineffective therapy on the t12 lead. Surgical intervention was undertaken wherein both leads were explanted and replaced to address these issues. Effective therapy was restored post-op.